Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar loosening.

Manufacturer narrative:
The complaint couldn't be confirmed, since the returned image for evaluation don't matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows no clear signs of loosening for the tibia and for the talus. In a talus a little condensation of the bone may be interpreted as some subsidence, but this is at least not obvious. The loosening might be visible, when comparing previous x-rays and the complaints of the patient may support the clinical diagnosis of loosening, yet with the CT scan only the radiological diagnosis is not clear. As there are no clear signs of loosening, the underlying cause also remains unclear and cannot be determined by CT scan only. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar loosening.